Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high impedance measurements. The lv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing was normal. The s-curve hump height was measured within specifications.